Event description:
During a pneumonectomy the tx30v was fired for the first time on the pulmonary artery and it did not form any staples. The surgeon was not sure if the black handle was closed all the way when it was fired. When the stapler was released the blood loss of approx 3 units occurred from the pulmonary artery. A second tx30v was opened to complete the procedure. The pt rec'd 3 units of blood.

Manufacturer narrative:
Unavailable device was not returned for eval.